Event description:
Device malfunction: stent dislodgement/stent migration. Time of malfunction: during the procedure. Symptoms/ae: medical intervention. It was reported that during the procedure in the heavily calcified renal artery, the herculink elite stent delivery system was advanced to the lesion. Prior to stent deployment, the stent dislodged from the balloon and migrated into the superficial femoral artery. The patient has a planned surgical procedure of the leg pending and the dislodged stent will be removed at that time. The date of the surgery is unknown. Two additional herculink elite stents were implanted in the right and left renal arteries. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Represents off-label use in the vasculature. The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.